Event description:
It was reported that while using 3 plate mac conkey ii agars 90mm 20 atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "product doesn¿t meet growth promotion recovery with e.coli"

Manufacturer narrative:
This MDR should be considered cancelled. This event was determined to be part of quality control and therefore no patient results were affected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 3 plate mac conkey ii agars 90mm 20 atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "product doesn¿t meet growth promotion recovery with e.coli".